Event description:
A report was received that the patient was experiencing surging intermittent stimulation and that she had to press on the ipg for it to turn on. The patient underwent a revision procedure wherein the lead splitter was replaced and relocated and the ipg was replaced. The physician suspected device malfunction on the lead splitter and believed that previous position of the splitter contributed to the surging intermittent stimulation. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1132, serial/lot #: 107955, description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1132, serial/lot #: 1(B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. Additional information was received that the physician did not suspect malfunction on the ipg.

Event description:
A report was received that the patient was experiencing surging intermittent stimulation and that she had to press on the ipg for it to turn on. The patient underwent a revision procedure wherein the lead splitter was replaced and relocated and the ipg was replaced. The physician suspected device malfunction on the lead splitter and believed that previous position of the splitter contributed to the surging intermittent stimulation. The patient was reportedly doing well postoperatively.